Event description:
The international distributor or cryocyte freezing containers reported a cryocyte bag broke during thawing. The "sealing area" seam opened when the customer put the bag in the 37 degree c water bath. The patient was transplanted with stem cells from another product of the same patient lot. The bag had been stored in liquid nitrogen vapor phase for 19 days. The fill volume was 30 ml. Cryopreservation and storage were performed in metal cassettes. A controlled rate freezer was used. The customer is not aware of any damage or deviation from standard procedure that may have contributed to this break. There have been no recent changes in protocols, critical equipment/supplies or personnel and the processing protocol has been used for 10 years at this site. The sample is not available for evaluation and no further information is available.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. Ctq-CAPA has been initiated to investigate customer reports of cryocyte bag breakages.